Event description:
During a seldinger technique, the coating (jacket) was removed from the core of two aqwire's guidewires after insertion through a needle. No intervention or patient injury was reported. Both wires have the same lot number and were used in the same procedure.

Manufacturer narrative:
Product analysis confirmed that a section of the coating (jacket) was shaved off exposing the core wire on both wires. The evidence indicates that the guidewire's were exposed to a sharp edge. The IFU for the aqwire states, "caution: avoid manipulating or withdrawing the hydrophlic guidewire back through a metal needle or cannula. A sharp edge may scrape the coating or shear the guidewire. A catheter introducer sheath or vessel dilator should replace the needle as soon as the guidewire has been inserted in the vessel".